Manufacturer narrative:
Image analysis: three images were submitted for evaluation. A prominent red rash is visible on the patient¿s leg. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following treatment of the great saphenous vein with the venaseal closure system, a reaction to the venaseal glue occurred. Local anesthesia and transducer compression were used. The whole length was treated and the vein is reported to have closed. On day five post-procedure, a red linear area appeared, which expanded over the next 24 hours into a large wheal/flare response. The patient was treated with prednisone, topical steroid cream, and antihistamine.

Manufacturer narrative:
Additional information only one leg was treated. No challenges or deviations related to location of catheter tip prior to initial delivery of adhesive and the catheter tip was 5 cm caudal to the sfj. Not known if issue is fully resolved but a week after presentation the reaction had settled down significantly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.